Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-3138-55 serial: (B)(4) description: scs phiii ext 55cm model: sc-4318 lot: 21469249 description: clik x anchor additional information was received that the patient was doing well post-operatively.

Event description:
A report was received that during a permanent implant procedure, the patient had an infection in the midline incision. The patient experienced mild tenderness in the back wound and the infection was clear when the wound was opened. The implanted lead, anchor, and extension were explanted. The patient was then placed on antibiotics, cefuroxime.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-3138-55 serial: (B)(4) description: scs phiii ext 55cm model: sc-4318 lot: 21469249 description: clik x anchor.

Event description:
A report was received that during a permanent implant procedure, the patient had an infection in the midline incision. The patient experienced mild tenderness in the back wound and the infection was clear when the wound was opened. The implanted lead, anchor, and extension were explanted. The patient was then placed on antibiotics, cefuroxime.

Manufacturer narrative:
Visual inspection of sc-2352-70(serial number (B)(4)) revealed that the lead was cleanly cut approximately 57 cm from the distal end and no cables were exposed. The proximal end of the lead portion was not returned. The damage to the lead is consistent with damages done during the explant procedure and it is not considered a failure. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. A review of the manufacturing documentation for sc-3138-55 (serial number (B)(4) ) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory. The returned sc-4318 (lot number 21469249) revealed no anomalies. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that during a permanent implant procedure, the patient had an infection in the midline incision. The patient experienced mild tenderness in the back wound and the infection was clear when the wound was opened. The implanted lead, anchor, and extension were explanted. The patient was then placed on antibiotics, cefuroxime.